Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that following a trial procedure, the patient was experiencing increased pain, numbness and weakness of lower extremities when stimulation was on. The patient was sent to the emergency department and had a computerized tomography (CT) scan with no abnormal findings. The physician opted for an early lead pull. The explanted leads were not returned as they were discarded by the medical facility.